Event description:
The hosp reported that during a saphenous vein harvesting procedure, a co2 embolism had occurred. The co2 line was shut off, the co2 was aspirated and the pt's breathing was normalized. The case was restarted but the co2 embolism again occurred. This time the pt's heart arrested. Again, the co2 was aspirated. At this point, the physician assistant observed that a hole had been made in the vein at the saphenous femoral junction. The hole was repaired and the case was then completed without further issue. No other pt complications were reported. The surgeon present during the case reported that the co2 embolism was caused by the hole in the vein and not be the device. No product failure was reported.